Manufacturer narrative:
Block e1: initial reporter alternative number: (B)(6). Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block h11: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device returned with the clip assembly detached with evidence of full deployment. Microscopic examination was performed, and evidence of full deployment was identified. No other problems with the device were noted. The reported event of clip could not be deployed was not confirmed. Investigation found that the clip assembly returned fully deployed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an endoscopic submucosal dissection (esd) procedure for polyp resection performed on (B)(6) 2024. During the procedure, the clip was opened and attempted to be deployed, but it would not disengage from the catheter. Both the clip and catheter were removed from the patient along with the scope. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter alternative number: (B)(6). Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an endoscopic submucosal dissection (esd) procedure for polyp resection performed on (B)(6) 2024. During the procedure, the clip was opened and attempted to be deployed, but it would not disengage from the catheter. Both the clip and catheter were removed from the patient along with the scope. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event.